Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise which caused pacing inhibition. The noise could be reproduced in clinic by pocket manipulation. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.